Event description:
During dilation of the femoral artery the balloon burst under hand injection at an unknown pressure. The target vessel was calcified and toruous. There were no reported adverse effects to the patient. The procedure was successfully completed by another opta pro balloon of unknown size. As per the reporting affiliate, no additional patient or procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.